Event description:
A testing issue was reported with the abbott diabetes care (adc) reader. The test did not start after the blood sample was applied and the customer was unable to obtain glucose readings. As a result, the customer experienced weakness and exhaustion, and was unable to self-treat. The customer was provided with sugar water as treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report for the following sections: d1 - brand name, d4 - model #, g3 - date received by mfg , and h4- if follow-up, what type, were incorrectly documented in previous report. The corrected information has been documented and updated. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) reader. The test did not start after the blood sample was applied and the customer was unable to obtain glucose readings. As a result, the customer experienced weakness and exhaustion, and was unable to self-treat. The customer was provided with sugar water as treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time precision strip has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR(device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. Dhrs for the precision strip were reviewed and the dhrs showed the precision strip met specifications prior to release to distribution. Retain testing was performed for precision strip, and all units performed in specification and passed. Reader (B)(6) has been returned and investigated . Visual inspection has been performed on the returned reader and no issues were observed. Attempted to perform control solution testing, however, the test did not fire properly (dnf) . The reader was further investigated and de-cased. The reader was visually inspected, and liquid contamination was observed. Therefore, the issue is not confirmed to use. If the strip is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) reader. The test did not start after the blood sample was applied and the customer was unable to obtain glucose readings. As a result, the customer experienced weakness and exhaustion, and was unable to self-treat. The customer was provided with sugar water as treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent injury associated with this event.